Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 948 mg/dl. The customer explained that she had a skin infection at the insertion site, that blood was coming out, that the insertion site was very red and bruised for two weeks and that she felt weak. The customer explained that she was treated with IV fluids and insulin via manual injection. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 706 mg/dl. The cause of the hospitalization was diabetic ketoacidosis. The customer was treated with an insulin drip and magnesium. The customer declined troubleshooting for the high blood glucose. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.